Event description:
While drilling a screw hole, the drill bit broke. The broken piece could not be retrieved.

Event description:
While drilling a screw hole, the drill bit broke. The broken piece could not be retrieved.